Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error 200.5040. Technical support: flash the pc unit or the module to the correct software version. Advised rod to flash lvp software to 9.33 to make it compatible with pcu software rod will flash software on lvp. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 13jun2011 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Event description:
It was reported that the device received an alarm error code message. The error code displayed was 200.5040. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. There was no patient involvement.